Event description:
Oscillator through the night kept cracking blue diaphragm valve, 3 total for the night then the oscillator stopped holding pressure and not maintaining map- mean airway pressure despite increasing the knobs switched baby to tpiece and swapped oscillators no patient harm done. Neo- neonatal at the bedside and aware. Reference report: mw5188248, mw5188249.